Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device needle was bent and broke due to closing and opening of its jaws. No additional information stated for the status of the patient.